Manufacturer narrative:
Section d4: expiration date and manufacture date. (H4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known aortic dissection. The patient coded at home. They were transported to the hospital by emergency medical services (ems) and was declared dead upon arrival. The ventricular assist device (vad) functioned as intended and there were no alarms noted. The intensive care unit (ICU) nurse was instructed on how to turn off the pump. No other vad interventions were needed. No autopsy was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.